Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of moisture damage on the insulin pump. The customer's blood glucose reading was unknown. The customer stated that she put the pump in the washer machine and it was exposed to soapy water. The customer stated that the pump was exposed to moisture in the past with no moisture visible in the pump. The customer stated that the button error alarm was not present in the history or at around the time the pump was exposed to moisture. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump. The customer will return the pump for analysis.